Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent embolization occurred. The patient's anatomy was moderately tortuous. The lesion was located in the circumflex (cx). The vessel was 3.50mm in diameter, severely calcified and 90% stenosed. The vessel was pre-dilated with an unspecified 12.0mm length balloon. The physician then advanced a taxus liberte 3.00x16mm drug eluting stent (des). At some point during the procedure, the stent dislodged from the stent delivery system (sds). The procedure was completed with another of the same device. Prior to the procedure, the patient received plavix and asa; during the procedure, the patient received heparin; after the procedure, the patient was administered plavix, asa and an ace inhibitor. The patient recovered completely and is in good condition. Further information has been requested in regards to the dislodged stent, but has not been received as of the date of this report. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.